Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this device was explanted due to product performance issue. The device was successfully replaced. No additional adverse patient effects.